Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the needle of a bd¿ pen needle did not properly separate. As a result, the lay user received a needle stick. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: no samples or photos were returned for analysis. No samples or photos were returned for analysis. No DHR review can be carried out as the lot number is unknown. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.